Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional product: d1: heartware ventricular assist system ¿ controller d4: serial #: (B)(6), h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the devices¿ history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events, recorded on 03/apr/2025 at 17:45:42, 13/apr/2025 at 20:04:00, 11/may/2025 at 07:55:52, on 31/jul/2025 at 07:41:40, and on 14/oct/2025 at 18:08:36, in which the motor start parameters were atypical. Additionally, review of the alarm log file revealed one (1) critical battery alarm logged on 14/aug/2025 at 19:06:40 involving (B)(6), which was due to the patient allowing the battery to deplete below 10% relative state of charge (rsoc). The observed critical battery alarm is an additional finding, not related to the reported event. Log file analysis associated with (B)(6) revealed a controller power event with an associated motor start event logged on 31/jul/2025 at 07:41:32. Various parameters, including time, patient ID, and pump ID were programmed prior to the controller power up event. Review of the event log file revealed that the controller had not been in use prior to the power up event; the controller last had power on 23/oct/2024, indicating that the power up event occurred during a controller exchange. Review of the alarm log file also revealed two (2) vad disconnect alarms were logged on 31/jul/2025 at 07:21:56 and at 07:22:33, indicating that the controller was powered on without the driveline connected. Log file analysis also revealed one (1) controller power-up event, with an associated motor start event, logged on 14/oct/2025 at 18:08:32, indicating a loss of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available. The controller was without power for sixteen (16) seconds. As a result, the reported events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the controller power up event on 31/jul/2025 can be attributed to a controller exchange. The most likely root cause of the loss of power on 14/oct/2025 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to powering up the controller without the driveline connected, likely in preparation for the reported controller exchange. The most likely root cause of the observed critical battery alarm can be attributed to the patient allowing the batteries to deplete to below 10% rsoc, triggering critical battery alarms. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-aug-2025 / serial or lot#: (B)(6) / d9: no h3: no h4: mfg date: 27-aug-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that log file review revealed the ventricular assist device (vad) exhibited multiple motor start with parameters outside the typical range. The most recent motor start was associated with an unexpected loss of power. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed an additional motor start with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation and they remain in use. A review of the devices¿ history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events, recorded on 03/apr/2025 at 17:45:42, 13/apr/2025 at 20:04:00, 11/may/2025 at 07:55:52, and on 31/jul/2025 at 07:41:40, in which the motor start parameters were atypical. Log file analysis also revealed a controller power event with an associated motor start event logged on 31/jul/2025 at 07:41:32. Various parameters, including time, patient ID, and pump ID were programmed prior to the controller power up event. Review of the event log file revealed that the controller had not been in use prior to the power up event; the controller last had power on (B)(6) 2024, indicating that the power up event occurred during a controller exchange. Review of the alarm log file revealed two (2) vad disconnect alarms were logged on (B)(6) 2025 at 07:21:56 and at 07:22:33, indicating that the controller was powered on without the driveline connected. As a result, the reported events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the controller power up event can be attributed to a controller exchange. Based on the available information, the most likely root cause of the vad disconnects can be attributed to powering up the controller without the driveline connected, likely in preparation for the reported controller exchange. Additional product: d1: heartware ventricular assist system ¿ controller d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.